Event description:
A dental assistant developed allergic contact dermatitis after use of nupro prophy paste. It is unknown whether any medical/surgical intervention was required to treat the symptoms.